Event description:
It was reported that the implant date is in 2006. The rod broke in the absence of tauma approximately 6 months post-op. Patient underwent revision surgery to replace the device. No patient complications were reported.

Manufacturer narrative:
Device was returned to manufacturer for evaluation. Evaluation is processing. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.